Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time (rrt). Approximately 14 days later, the patient received two shocks for ventricular tachycardia (vt). Then, approximately seven weeks after the first shocks, the patient had multiple episodes of real vt lasting over one hour. The patient received four shocks. The patient then had a fifth vt episode lasting 3.5 minutes and the device experienced charge timeout twice, with the charge circuit turned off and the device reached end of service (eos). It was noted that the paramedics had been called prior to this happening, and upon their arrival the patient was externally shocked. The patient was then admitted to the hospital, having experienced syncope. The device was explanted and replaced. No further patient complications have been reported as a result of this event.